Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. The device was evaluated upon receipt. Faulty chiller contributed to the issue. Replaced chiller unit. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device shows errors on the screen immediately after startup and users cannot enter the menu at all. Per sample evaluation results on (B)(6)2023, it was reported that the faulty chiller and chiller pump contributed to the reported issue and missing temperature cable.